Event description:
Customer reported that 6 patient samples were run when automatic quality control (aqc) was turned off on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Operator should not have run patient samples when automatic quality control (aqc) was turned off on the instrument. Customer indicated that instrument was in restricted mode but they found out that there was one other person who had access that shouldn't have. They removed that operator's name. The event has occurred due to an operator error.